Manufacturer narrative:
The reported magnum 2 device was not returned for evaluation and was intended for treatment. A relationship between the device and reported incident cannot be established as the product was not returned for investigation. Visual inspection and functional evaluation of the product could not be performed because the device was not available for investigation. From the information provided, the patient developed an infection possibly due to acne that the patient had therefore patient had to have his shoulder cleaned out. Due to product not being available for return, the complaint could not be verified and exact root cause for the failure is uncertain. However, factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: preoperative patient condition. As stated by the complainant, the infection may have been due to the patient¿s pre-existing condition. The instruction for use (IFU) outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that approximately three weeks after the surgery, the patient had to have his shoulder cleaned out as there was an infection. The cultures came back for the patient and it was determined that the infection was due to bacteria called priopionbacterium acnes; the surgeon stated it most likely came from acne that the patient had.